Manufacturer narrative:
Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the pericardial effusion cannot be confirmed; however, procedural factors (device manipulation during bav, wire perforation) may have contributed to the event. There was no allegation of a malfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our british affiliate, during a transfemoral procedure after valve deployment, the patient¿s vitals dropped and an echo (tte) revealed a small pericardial effusion. As reported, after valve deployment, trivial/mild aortic regurgitation was noted. A decision was made to perform a bav, which was currently positioned at the descending aorta. The delivery system was pushed across the aortic valve and ballooned again. The patient¿s vitals then showed a small drop in blood pressure and an echo showed a small pericardial effusion. A pericardiocentesis resulted in 400ml of blood being aspirated. The patient was monitored and showed improvement. The patient was stable with good pressure and no aortic regurgitation. Per report, the cause of the pericardial effusion is unknown.